Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419678 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient that their heart rate was going from 68 beats per minute to 150 beats per minute. Per the patient, those values are outside of programmed settings. The patient was concerned that their device was programmed incorrectly after a medical procedure and is not working properly. Follow-up was attempted with the clinic; however, no additional information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.